Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the customer¿s allegation of ¿auto display does not light up¿ was confirmed. It was determined that the event was due to a front panel failure. It has been over 16 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image was dark while using the video system center. There was no patient harm associated with the event. The device was returned and evaluated, and the automatic display did not light up due to a front panel failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to a front panel failure. Additional findings are as follows: the date/time setting was reset as the battery was out, and the output connector (light guide connector) was worn out, causing the connection to rattle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.